Event description:
It was reported by a peritoneal dialysis (pd) nurse that this pd patient had peritonitis. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call with the pd nurse, it was stated that the patient was having symptoms of diarrhea. On (B)(6) 2023, a pd nurse went to the patient¿s house and obtained a pd culture. The nurse reported that the patient¿s pd culture had no organism growth (after 24 hours) and an elevated white blood cell (wbc) count (result not provided). The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin and cefepime (per clinic protocol). Per the nurse, patient recovering from the peritonitis event and continues pd treatments with the same cycler without any further reported issues. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was attributed to a breach in infection control procedures in the patient¿s home.